Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated invalid patient activated symptoms. Detailed episode data is invalid for symptom episodes, no egms available. Analysis of the device memory indicated an issue with the egm (electrogram). Stored egms showed a stair-step or rising baseline appearance.

Event description:
It was reported that the implantable cardiac monitor (icm) showed invalid episodes. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.